Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle and one syringe were returned for evaluation. Gross visual and microscopic visual evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, fluid leak and suction issues as multiple severe cracks were observed on the hub of the introducer needle. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 08/2023).

Event description:
It was reported that prior to a port placement procedure, the introducer needle was allegedly fractured when a syringe was connected to the introducer needle. It was further reported that leakage allegedly occurred from the introducer needle and blood return could not be confirmed. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a port placement procedure, the introducer needle was allegedly fractured when a syringe was connected to the introducer needle. It was further reported that leakage allegedly occurred from the introducer needle and blood return could not be confirmed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle and one syringe were returned for evaluation. Gross visual and microscopic visual evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, fluid leak and suction issues as multiple severe cracks were observed on the hub of the introducer needle. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 08/2023).